Manufacturer narrative:
(B)(4). Information was recieved via medwatch report # 4700030000-2015-8005.

Event description:
It was reported a pediatric patient was being induced for a cranioplasty procedure to repair a skull defect. The induction was uneventful, other than a malfunction of the arrow 22 gauge pediatric angiopath (the radial artery catheterization set) during placement of the arterial line. The surgery team reports a very easy arterial puncture in the patient's left radial artery. Bright red blood back was seen in the syringe. The wire was able to be inserted very easily. The 22 gauge catheter was threaded over the wire with relative ease. The wire could not be removed. At that point the catheter was observed to be intact, but the wire would not come out. The surgery team attempted to remove everything together but was unable. A kelly clamp was used to pull the catheter. A small tear was noted in the catheter. The kelly clamp was applied below the tear to attempt to pull the catheter from below. The catheter tore into two pieces with a small portion still visible in the patient. The patient was evaluated by the doctor. A small cut was made in order to remove the catheter from the artery. Both pieces of the catheter were removed successfully. The wire associated with the kit completely unraveled.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a radial artery catheterization device with the guide handle fully advanced and the guide wire was protruding beyond the needle bevel and unraveled. The end of the core wire was twisted. An indeterminate amount of coil wire was missing. The catheter was separated 6 mm below the hub. The distal section (approx. 1.4 in.) Was not returned. Microscopic examination revealed that the separated end of the catheter was jagged, indicating that it had been torn. A small hole was also observed near the separated end characteristic of needle puncture. The provided instructions caution that if resistance is encountered, do not force feed and warns not to retract the guide wire against the needle bevel while in the vessel. According to the instructions, the catheter should be advanced off the introducer needle with a slight twisting motion only after insertion into the vessel and warns not to reinsert the needle into the catheter. A review of manufacturing records did not yield any relevant findings. Since the guide wire was damaged during insertion and the catheter separated during forced removal, operational context caused or contributed to this event. No further action will be taken.